Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Machine connection does not hold in the drive unit.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: machine connection does not hold in the drive unit. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found severely wear and deformation at the coupling area of the quickset grater handle assmb, consistent trough the 11 years of service. Retained issues are most probably caused due to this condition. A functional test was performed with a laboratory sample and was able to replicate the reported retained issues due to the device does not works as intended. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the quickset grater handle assmb would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4), 2) date of manufacture: 2/5/2013, 3) any anomalies or deviations identified in DHR: none, 4) expiry date: n/a, 5) IFU reference: IFU nonsterile inst rev g or h. Device history review : 1) quantity manufactured: (B)(4), 2) date of manufacture: 2/5/2013, 3) any anomalies or deviations identified in DHR: none, 4) expiry date: n/a, 5) IFU reference: IFU nonsterile inst rev g or h.